Manufacturer narrative:
On 09/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement biopsy guide shipped to site 09/27/2016. Medtronic investigation of returned suspect biopsy guide finds that when the guide was tested it was found to be in good working order. Upper and lower locking thumb screws loosen and tighten as expected. All joints move freely until tightened. No fault found. Device found to be fully functional. On 09/30/2016 software investigation completed. Findings are that software is functioning as designed. On 10/21/2016 a medtronic representative, following-up at the site, reported the surgeon mentioned the patient experienced post-op bleeding 36 hours after surgery. The inaccuracy was alleged after surgery in a post-op magnetic resonance imaging (MRI).

Event description:
A medtronic representative received a report on 09/27/2016, that while in a cranial biopsy procedure, the target was alleged to be 6 millimeters lateral off the plan. After the tracer registration on the magnetic resonance imaging (MRI), the accuracy was deemed good on the surface (skin) of the patient. The surgeon stated that after taking a post-op MRI, he determined that he did not take the correct sample of the tissue. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was returned fully functional, a cross-functional engineering team reviewed the event to determine a probable cause. Further review of the instrument history determined the probable root causes to be: the pinch handle can become immovable for the user against the head of the adjustment screw located at the lower joint, possibly during an attempt to disengage the screw and handle from the body of the part during sterilization; it may be difficult for the user to determine when the lower rotation joint is locked in place. Some users also may not be able to apply sufficient torque to completely lock the movement of the lower rotation joint.

Manufacturer narrative:
A medtronic region clinical manager reported that the patient involved with this reported incident died. A medtronic field representative followed up with the surgeon in reference to the reported incident, and the surgeon said that he did not feel that the medtronic navigation system and/or biopsy instrumentation caused the patient death. He said that it was a difficult procedure due to the tumor proximity to the ventricles and vasculature as well as the patient's existing condition. The rep also inquired as to if anyone was notified or told at medtronic of the patient's expiring. He stated that as the system was not in question regarding his patient's later state, the patient's information was private and of a clinical nature between him and his patient. As no further clinical details were provided, the date of death was estimated to be (B)(6) 2017 since it was previously reported on the initial MDR that 36 hours post-op the patient experienced bleeding.